Manufacturer narrative:
Likely cause within the complaint ticket was updated from alinity system, list number 8n53 to alinity m resp-4-plex amp kit, list number 09n79-090; therefore all relevant fields in d1, d2 and d4 were updated to correlate with this update to product. Investigation into this complaint included a customer data review, retain / file sample evaluation, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the runs involving the questioned sample ids listed in the ticket were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Each reported sid and their curves were reviewed. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. Swabs were run and the floor (whole lab) was positive for sars-cov-2 contamination. It was found that a positive sample fell onto the floor. This is the likely cause of the contamination and discrepant results. Retain / file sample evaluation: retain sample was tested by the complaint support team. The file sample evaluation met all validity and acceptance criteria with no error codes and all testing replicates were interpreted correctly by the assay software. As a result, the file sample evaluation received a disposition of pass. Device history record (DHR) review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384134 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 384134 and its components. This CAPA review did not identify any nonconformances related to the reported complaint. Complaint history review a complaint history review and complaint trending review were performed. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384134 was not identified.

Event description:
The customer reported falsely positive alinity m resp-4-plex results while using the alinity m system for 8 samples with the sars-cov-2 target. The customer initially noted an increased rate of positivity while using the alinity m resp-4-plex target on 20 and the (B)(6), and was concerned regarding environmental contamination. The following samples were noted to be questioned by the lab that occurred on the date of event (B)(6)2023: run date (B)(6) 2023 sid (B)(6) amp kit lot 384134 result sars-cov-2 positive. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list number 08n53-002, which is the also approved for distribution in the us. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences and reagent lot numbers: 3005248192-2023-00276 run date (B)(6) 2023 with reagent lot 384134.